Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a mentor smooth saline unspecified breast implants and suffered from autoimmune reaction symptoms, hypothyroidism, lichen planus, pain in every joint, hashimotos, chills, fevers, rashes, lyme, epstein barr, bartonella. As a result, the patient had undergone removal on(B)(6) 2019. This medwatch is for the right breast implant.

Manufacturer narrative:
On 5/14/2020, mentor became aware that the reason for re-operation was omitted to report. Reason for device explant and/or reoperation: autoimmune disorder manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/23/2020, mentor became aware that the initial reporter was reported incorrectly. The actual initial reporter was (B)(6). The initial reporter¿s email was (B)(6). In addition, the event country was unknown. Manufacturer¿s reference number: (B)(4).